Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set was loose which led to leaking event on (B)(6) 2026. After removal, it was found out that cannula was bent. The blood glucose level was 390 mg/dl. No further information available.